Event description:
As reported, approximately 3 years post op the initial left tsa, this (B)(6) male patient was revised due to dislocation. Patient woke up in severe pain. The case report form indicates this event is definitely related to devices and definitely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Concomitant medical products: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; 320-42-13 - equinoxe reverse 42mm humeral const liner +2.5; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-15-01 - eq rev glenoid plate.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.